Event description:
A healthcare facility in taiwan reported that the inspiratory tubing of the rt268 infant dual-heated evaqua2 breathing circuit was leaking. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4) the subject rt268 infant dual-heated evaqua2 breathing circuit is currently en route to fisher & paykel (f&p) healthcare for investigation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Section g4: the rt268 infant evaqua2 breathing circuit is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for that product is k103767. Method: the subject rt268 infant evaqua2 breathing circuit was returned to fisher & paykel (f&p) healthcare new zealand, where it was visually inspected and performance tested. Our investigation is based on our evaluation of the subject device, information provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the subject rt268 infant evaqua2 breathing circuit observed no notable defect. A gas leak test was performed and confirmed that the subject device was within gas leak specifications. Performance testing of the rt268 infant evaqua2 breathing circuit could not replicate the reported malfunction as the device was working as intended. Conclusion: f&p healthcare's investigation was unable to determine the cause of the reported fault as there was no fault found with the returned device. All rt268 infant dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt268 infant-dual heated evaqua2 breathing circuit state the following: - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "do not use the chamber if the seals are not intact when received, or if it has been dropped."

Event description:
A healthcare facility in taiwan reported that the inspiratory tubing of the rt268 infant dual-heated evaqua2 breathing circuit was leaking. There was no patient involvement as the issue was found whilst the device was not in use on a patient.